Event description:
The customer reported that while slaving the unit from a bedside monitor, the ECG signal was displayed, but the ECG trigger rate remained at zero. The patient was switched to another unit and therapy was continued. No patient injury was reported